Event description:
It was reported that during a ptca/stent procedure, a duet stent was successfully and uneventfully placed in a protected "lm". The pt was discharged after a normal postoperative procedure. The pt returned to the emergency room with chest pain and acute mi. The pt expired in the emergency room after unsuccessful resuscitation efforts. An autopsy was not performed and cause of death cannot be established.